Event description:
Revision surgery- the pt dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 7.3 months of pt use. The outcomes attributed to this event are non-serious. The healthcare professional indicated significant adverse event to the pt. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product.